Event description:
A (B)(6) old male patient underwent thoracic aneurysm repair on (B)(6) 2009. The patient received zenith devices to resolve the issue. This procedure was completed without reported incident. Over time, the patient has developed a type iii junctional endoleak. The physician treated the leak with a gore - tag thoracic device. Unsure what caused the endoleak. The addition of the gore - tag thoracic device resolved the endoleak.

Manufacturer narrative:
Investigation is in progress.